Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 stapler was analyzed and found a torn wrist cover at the distal end as the primary issue, with no material loss observed. The complaint was confirmed by failure analysis. The probable root cause of the failure mode tears/torn instrument wrist cover are typically attributed to the user, such as excessive contact with abrasive or hard surfaces during use or reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler had a torn piece of rubber at the flexion site. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision during the procedure. The instrument piece was not completely detached. There was no fragment fall into the patient and no injury to the patient.